Manufacturer narrative:
(B)(4).

Event description:
During follow-up the device was found in eri. At follow-up one year ago the estimated battery longevity was 3.6 years. The device was explanted and replaced. The patient was discharged without any adverse events.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. A review of the current drain trend showed a consistently elevated current drain, consistent with autocapturetm high output mode (hom). An overall longevity was performed based on this current drain and was found to be within the expected limits.